Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) test procedure, an aneurysm was found on the left side of one of the cylinders while inflating. Consequently, the procedure was completed using a different device. No patient complications were reported.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) test procedure, an aneurysm was found on the left side of one of the cylinders while inflating. Consequently, the procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders and ms pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. Both cylinders passed the visual inspection. No damage or abnormalities were found. Both cylinders had a bulge in the middle of the cylinder when inflated with syringe. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump did not pass the deflation test 2. Based on the information available and analysis results, the reason for the cylinder bulge was most likely to be determined to be the bulging found in both cylinders. Additionally, the pump not passing the functional test could affect the product performance. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) and device cylinder aneurysm/bulge were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.